Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. It was reported that the ie33 carts are sending mv velocity measurements with a discriminator for lateral vs medial, but the discriminator is dropped in translation resulting in duplicate strings for different measurements. This in turn causes the following: only half the measurements are mapping; the velocity measurements are not mapping. When only half the measurements are mapping, this was traced to a streaming of the workflow, which is resolved by sending the study at the end. When the velocity measurements are not mapping, this was traced to the way that the strings are translated by the application, which results in duplicate strings. There was no report of patient injury. (B)(4).